Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the doctor. We are unable to determine if any product condition could have contributed to the reported doctor's visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the doctor's office due to high blood glucose (bg) levels reading high >500 mg/dl, while wearing the pod on the leg between 4 and 24 hours. The patient was given manual insulin injections as treatment. The pod was discarded.